Event description:
The customer reports that one cancer patient currently undergoing treatment generated falsely decreased complete blood count (cbc) results when their sample was tested on the cell-dyn sapphire analyzer. The following initial and two retest set of results was provided by the customer: initial results: wbc = 0.59 k/ul; rbc = 1.87 m/ul; rbco = 1.97 m/ul; hemoglobin = 5.49 g/dl; hematocrit = 16.69%; mcv = 89.20 fl; mch = 29.33 pg; mchc = 32.89 g/dl; platelet o = 477.92 k/ul; and platelet I = 645.25 k/ul. First retest = wbc = 2.94 k/ul; rbc = 2.82 m/ul; rbco = 2.92 m/ul; hemoglobin = 7.80 g/dl; hematocrit = 26.09%; mcv = 92.48 fl; mch = 27.65 pg; mchc = 29.90 g/dl; platelet o = 177.76 k/ul; and platelet I = 212.52 k/ul. Second test (additional blood draw) = wbc = 2.89 k/ul; rbc = 2.78 m/ul; rbco = 2.91 m/ul; hemoglobin = 7.82 g/dl; hematocrit = 25.72%; mcv = 92.37 fl; mch = 28.08 pg; mchc = 30.40 g/dl; platelet o = 218.83 k/ul; and platelet I = 261.26 k/ul. The customer believes that the results from the two retests are correct. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
No returns were available from the customer site. Based on the submitted data and the information from the customer site, the possibility that the event may have been caused by the presence of a clot in the sample cannot be eliminated. The instrument generated suspect population flags (band, blast, and asym) and invalid data message (pic/poc delta). These flags alert the operator that further verification of the results may be required. The event was deemed sample-specific and a product deficiency was not identified for the cell-dyn sapphire analyzer. The cell-dyn sapphire system operations manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation.